Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have blade damage, and one of the blade edges was invented, preventing the blades from closing and causing energy recognition failures. Additionally, the instrument failed the energy recognition test. The instrument was tested on an in-house system and connected to an energy generator. A torque wrench was used to tighten the assembly to its maximum (until clicking was heard). The instrument failed the energy recognition test and displayed the message "tighten assembly" on all three test attempts.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, a delayed sealing effect was observed with the harmonic ace instrument. This resulted in tissue tearing and minimal bleeding. The issue persisted despite the presence of minimal bio-debris on the instrument, leading to additional bleeding. The specific tissue or vessel affected remains unknown. To address the issue, a backup harmonic ace instrument was utilized, and the procedure was successfully completed without further complications.